Manufacturer narrative:
(B)(4).

Event description:
This lv lead had elevated thresholds at 0.4ms pulse width since implant. The final vector was programmed at 1.5 ms pulse width. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.